Manufacturer narrative:
(B)(4). A visual, functional, and dimensional inspection of the product involved in the complaint could not be conducted since the device product was not returned. The device history record review showed no related functional issues on the molded component involved in this complaint. Customer complaint cannot be confirmed, based only on the information provided. To perform a correct investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. A CAPA file #(B)(4) was opened to perform a further investigation this issue (this CAPA is owned by (B)(4). According to the CAPA investigation so far the root cause for the issue was the positioning of the thread lead and the softness of the new resin used for the snap adaptor. Change order form for the design updated approved and dhf has been updated. All production from (B)(6) 2016 forward is with the updated (B)(4) snap adaptor component. CAPA (B)(4) is currently under effectiveness verification. If the device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that the adaptor is difficult to unscrew and the threads of the adaptor are too soft.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no damage was found on the threads of the adaptor. The sample was placed on the oxygen tank and no issues were detected. Based on the investigation performed, the reported complaint could not be confirmed. No issues were found with the returned sample. The device functioned as intended.

Event description:
The customer alleges that the adaptor is difficult to unscrew and the threads of the adaptor are too soft.